Event description:
It was reported that during a hemihepatectomy procedure, only 10 staples, than jammed staples. Took new instrument to complete the procedure. No further info is available. There was no pt consequence.

Manufacturer narrative:
(B)(4). Malformed clip, feedbar damaged. Eval summary: the analysis results for the mcm20 instrument (a) found that it was returned in good visual condition. The instrument was cycled, fed and formed 3 conforming clips and ejected 4 clips. However, no jamming issues were noted during analysis. The instrument was disassembled and the feedbar was found to be bent. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results for the mcm20 instrument (b) found that it was returned with the jaws yielded. The instrument was cycled and ejected the remaining clips due to the jaws condition; in addition, the anti-backup was noted to be non-functional. However, no jamming issues were noted during analysis. The instrument was disassembled and the anti-backup teeth were noted to be worn out causing the anti-backup failure. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. Yielded jaw, damaged anti-backup, malformed clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.